Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure. The reported issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge her ipg as a result, the device is inoperable. Subsequently, the patient will undergo surgical intervention to address the issue.